Event description:
It was reported that the patient developed a neurological disease at the back which caused severe pain at the ipg site. The patient was admitted to the emergency room and then underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg was not returned as it was disposed by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.